Event description:
History of device revision performed approx 4 months ago, came in for further eval because of loss of capture and muscle or diaphragmatic stimulation. Aicd was found to have a low threshold down to 275 from 605 ohms. A revision was performed. Later that evening pt was noted to have loss of capture with r-waves down to 3mv. The pacing was at maximum output with intermittent capture and the resistance was in the 200 ohm range. The lead was suspected to have an insulation disruption with leak of electrical output. This considered the possible cause of previous muscle stimulation. The lead was replaced with a medtronic lead.